Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced. Resistance was noted with the anatomy and the shaft kinked, then separated. The 2.75 x 38 mm xience prime sds was advanced; however, resistance was noted with the anatomy, and the shaft kinked, then separated. Gentle manipulation was used during advancement of both sds. A new 3.0 x 8 sds was used successfully. The 2.5 x 38 mm xience prime sds was then advanced, but could not cross to the second lesion. A non-abbott sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure noted. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information was received stating that the 2.5 x 38 mm xience prime used in this case also separated during the attempt to cross.

Manufacturer narrative:
(B)(4). The 2.5 x 38 mm xience prime referenced is being filed under a separate medwatch report #. Evaluation summary: the device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.5 x 28 mm xience v referenced is being filed under a separate medwatch report.